Event description:
Valve was overdraining and pt developed subdural hematoma. Valve was replaced. Note: it is reported that during implantation; valve was primed with adaptor and too much force caused the valve to become detached. May have distorted spring mechanism.